Manufacturer narrative:
Correction: h11 - additional mfg narrative: updated. A visual inspection and functional testing were performed on the returned device. The reported malposition of the device is confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported malposition of the device appears to be related to circumstances of the procedure. In this case, an interaction of the device with patient anatomy or friable femoral vessel contributed to the reported malposition of the device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported malposition of the device is confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported malposition of the device appears to be related to circumstances of the procedure. In this case, an interaction of the device with patient anatomy or friable femoral vessel contributed to the reported malposition of the device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the calcified left and right common femoral artery using the pre-close technique via a 6f sheath hole for both access sites prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, during the initial deployment of two prostyle devices at the right access site, the sutures reportedly broke while retracting the needles. The sutures of two new prostyle devices were successfully pre-placed at the right access site. At the left access site, two additional prostyle devices were also deployed; however, the sutures failed to engage the vessel wall and were dislodged upon device removal. The sheaths were upsized to 12f on the left access site and 16f on the right access site and the evar procedure was completed. Hemostasis was achieved with the two initial successfully pre-placed sutures at the right access site while surgical suturing was required on the left access site. There were no reported adverse patient outcomes and no clinically significant delay in the procedure or therapy. No additional information was provided.